Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of wound dehiscence and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: wound dehiscence and exposure.

Event description:
Healthcare professional reported "implant became exposed wound healing¿. This record is for the right side. Device has been explanted.